Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/9/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings:.#1. Unexplained por¿s observed in the black box. Battery compartment is cracked on the side from threads to cover. Battery cap was not returned with the pump..#2. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time..#3. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, the display screen has a pinkish contrast. .